Event description:
Unable to speak with the reporter/layperson (patient's mother) this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a follow-up letter to the reporter. The reporter alleged that the patient's one touch ultralink meter developed black marks on the display at 7:30 a.m., in 2009. At 8:30 a.m., the patient received 4-5 units humalog. The reporter did not clarify if the 4-5 units was extra insulin bolused from the patient's pump, and if the patient tested on another meter. Two and 1/2 hours later, the patient was nauseated and vomiting. Reportedly, no medical intervention was received. There is no evidence the product contributed to injury since the reported symptoms do not meet criteria for serious injury, and no medical intervention was obtained. Since the alleged display issue was not resolved, the complaint is reported and the cca replaced the meter and also included test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.